Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of cardiac resynchronization therapy pacemaker (crt-p) device data. Technical services (ts) reviewed per request. Ts advised there is noise oversensed on both the right atrial (ra) and right ventricular (rv). The ra and rv leads are both non-boston scientific products. As a result of the oversensed noise and high out of range pacing impedances observed on the ra and rv minute ventilation was disabled. Additional information was requested but not provided. Due diligence has been completed. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of cardiac resynchronization therapy pacemaker (crt-p) device data. Technical services (ts) reviewed per request. Ts advised there is noise oversensed on both the right atrial (ra) and right ventricular (rv). The ra and rv leads are both non-boston scientific products. As a result of the oversensed noise and high out of range pacing impedances observed on the ra and rv minute ventilation was disabled. Additional information has been requested but not provided at this time. This crt-p remains in service. No adverse patient effects were reported.